Manufacturer narrative:
One bipolar pacing catheter with an attached monoject volume limited 1.3 cc syringe at gate valve was returned for examination. The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken around the solder joint. It was found that the distal circuit was continuous from the broken lead wire to the distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage or defect was observed from the balloon, windings, catheter body, and returned syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. The actual occurrence date is unknown.

Event description:
It was reported that it was unable to pace from the beginning of use after the catheter was inserted. The catheter was replaced and the problem was solved. Information such as what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information requested but unavailable. There were no patient complications reported.